Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has not been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h6 product was returned and evaluated. Visual examination of the returned product identified indentations to the inner and outer spherical surfaces, locking features, and the rim face from attempted implant. No other damage was noted. The device was measured and found to be within specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Unable to perform a compatibility check due to insufficient data provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: country: taiwan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the hip surgery, when trying to tap the liner into the cup, a seesaw motion occurred. Only the upper or lower section could be inserted. There was nothing unusual about the appearance of the implant. Repeated attempts were made to insert the cup, and there was approximately an 18-minute delay. It was reported that the liner had a very high possibility of defects. A new liner was used and successfully clicked it into the cup slot. There was no reported adverse patient impact. Attempts have been made and no further information has been provided.